Event description:
Emt's responded to a pt whose condition was not reported. The device was connected to the pt for cardiac monitoring. According to the rptr, while enroute to the hosp, the device displayed excessive artifact and rendered the underlying rhythm unreadable. No adverse affects to the pt were reported as a result of the alleged malfunction.